Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported bellavista1000e having no ventilation parameters could be adjusted via the screen and no fio2 could be increased. As an intervention, the end user exchanged the bellavista with a back-up device.there was no patient harm reported associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to device touch screen - g6 freeze fixed with improved sw configuration, a known issue from production floor and is based on touch configuration tnxcf00129-a3. The issue is resolved since software version v6.0.1700.0 (touch configuration tnxcf00129-a4 included).